Manufacturer narrative:
(B)(4). This complaint for use error-breach in aseptic technique is confirmed because the nurse reported that there was a break in aseptic technique, which is a use error that can cause peritonitis or potential contamination. No assignable cause was determined. A batch review was performed for potentially associated lot numbers gd886036 and gd885285 in which no defects or deviations were found that could be associated with the reported problem. A label review was performed. The instructions listed in the patient at home guide for the homechoice device state to follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce possibility of infection. Additionally, the guide instructs the user to use aseptic technique to reduce the chance of infection, this includes whenever the patient is connecting themselves to the cycler, disconnecting, or any time they handle fluid lines and solution bags. The guides states that contamination of any part of the fluid path can result in peritonitis. The guide instructs patients to put on a face mask and wash and dry (or disinfect) their hands thoroughly. Patients are instructed to cap off the patient line and transfer set using a new minicap and flexicap when disconnecting during therapy. Additionally , a direction sheet is provided with the product which has multiple instructions and warnings for aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The following information was received from baxter global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by the peritoneal dialysis nurse (pdn) from the USA of passing out, sick, throwing up, diarrhea, cap had fallen off and peritonitis with culture positive for gram variable bacillus in a female (B)(6) coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (lot number, dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following information was reported. On an unreported date, the home patient (hp) reported experienced passing out, sick, throwing up and diarrhea. Initially it was reported that the patient experienced peritonitis on (B)(6) 2011 but later on follow up with the pdn the date of the peritonitis experience was clarified to be (B)(6) 2011. On (B)(6) 2011, the patient was hospitalized for the event of peritonitis. Treatment was not reported. On (B)(6) 2011, the patient was discharged. At the time of discharge, the patient had not recovered from the event of peritonitis. The cause of the peritonitis was reported as "patient's cap had fallen off." It was not reported if dianeal therapy was ongoing. On (B)(4) 2011, follow-up information was provided by a pdn. The nurse confirmed that the bacterial peritonitis was caused by the patient's cap falling off. The nurse stated that the patient's report of sick, passing out, throwing up and diarrhea was incorrect and further information on these events was not reported. On an unreported date in 2011, dianeal therapy had been withdrawn. On (B)(6) 2011, the patient switched to hemodialysis. On (B)(6) 2011, the patient had her pd catheter removed. On (B)(6) 2011, the patient was seen by a nephrologist and was recovering from the bacterial peritonitis. The pdn stated that the peritonitis was unrelated to dianeal therapy. On (B)(4) 2011, baxter product surveillance contacted a pdn and received additional information. The pdn reported the patient was cleaning (unspecified) and the minicap came off of the transfer set. The pdn stated that the patient did not replace the minicap, continued cleaning and left the transfer set end exposed. The patient thought that she cross-threaded the minicap. The pdn verified there was no product problem and the issue was clearly a use error by the patient. The pdn stated, the patient chose not to call the clinic and did not come in until the next day when she was sick. The hp received retraining but is now on hemodialysis for a while and is still recovering from the peritonitis.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 1 involved in this peritonitis event.